Event description:
Collagen problems rptr is having include damage to "my immune system as told to me by some of my drs." Rptr has been and continues to see many specialists and takes many prescribed medications, with limited relief. Unfortunately, symptoms continue to plague her. Rptr has been diagnosed by two rheumatologists as having symptoms of rheumatoid arthritis, lupus and also fibromyalgia as a result of the collagen injections. Originally rptr had been diagnosed with ankylossing spondylitis, this was a misdiagnosis. However, blood tests have revealed that rptr is hla-b27 positive. Rptr was diagnosed a short time after the collagen injections in 1996 with interstitial cystitis. Rptr has also been diagnosed with hypothyroidism. The thyroid blood levels now have been ok since the last lab test. However, rptr does have an enlarged thyroid since collagen. "I am plagued by fatigue and chills. In addition, I have an elevated temp of two degrees above what has been normal for me my entire life." After the collagen injections, rptr had many skin problems, mouth ulcers and hyperpigmentation, all lasting twenty months from the time of the collagen injections. "The above is a short update, and by no means complete. On my medical status/condition which I believe to be necessary for your records. I have been on the FDA website, MDR search details, center for devices and radiological health. There appears to be numerous reports where individuals have had problems, diseases, and or conditions that appear to be of an autoimmune type or related, and they too have had collagen injections, implants, etc. Over the last two years I have acquired a lot of medical literature and copies of studies on bovine collagen. Had I been made aware of the potential risks of bovine collagen, I never, never would have had the collagen injections. Unfortunately, my dr told me none of the risks involved." About two weeks or so after the collagen injections, rptr got a large swollen lymph node in the left side of her neck. In a week or pehrhaps a few weeks to follow, rptr developed forty or more swollen lymph nodes in her groin which lasted many, many months. At the same time rptr had developed, almost total, body rashes. These rashes would come and go for many weeks. These symptoms came along at about the same time as the mouth ulcers, skin hyperpigmentation and also hard nodules on her thighs and chest. However, the mouth ulcers lasted close to twenty months. The hyperpigmentation has faded somewhat. The hard nodules have gotten a lot smaller and have faded considerably. The red, swolen test site appeared a day after the test injection and the swollen lips began a day after the lip injections, both lasting twenty months also. "Since my dr did not alert me to any possible side effects including flu-like symptoms, I can not give you specifics. I know I would have ignored these symptoms thinking it was the flu or some other virus. I do vaguely remember having not felt well on many different occasions possibly after the collagen test and definitely after the collagen lip injections. I remember taking my temp many times, and I continue to do so, and it routinely would be elevated to 99.6 degrees. Temp remains elevated about two degrees since the collagen injections. My normal temp generally is 97.4 to 97.6 degrees. My gynecologist has told me that an elevated body temp indicates immune system damage."